Manufacturer narrative:
The events of "capsular contracture and baker grade v" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device remains implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and baker grade v.

Event description:
Healthcare professional reported left side capsular contracture, baker grade 5. Device remains implanted.